Event description:
It was reported that the patient with this implantable pacemaker was having trouble with the device and has sent a reading with the communicator. Technical services (ts) referred the patient to the clinic. This device remains in service. No adverse patient effects were reported.